Manufacturer narrative:
Investigation pending.

Event description:
Nurse called in alleging precision issues for pt self tester. Inratio: 1.9, lab: 4.2. Time between tests 2 hours. Pt's therapeutic range not provided.